Event description:
A malfunction alarm was reported with the code malf 12, and it was noted that no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue. The customer was instructed to continue using the pump and to call back if any malfunction code recurred, which the customer understood and acknowledged.